Manufacturer narrative:
(B)(4).

Event description:
It was reported that the neurologist saw the patient on (B)(6) 2016 to turn on the patient's device. It was noted that the incision on her neck is infected, and she said she is on antibiotics. The physician thought it looked okay and advised to cover during the day and uncover at night. Review of the lead device history record confirmed sterilization was performed prior to distribution. No additional relevant information has been received to date.